Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/adequate medical documentation to fully evaluate the complaint or determine a root cause of the reported failure be determined. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional clinically relevant materials be later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after internal fixation surgery had been performed on (B)(6) 2020, there was a non-union of femoral shaft bone. This adverse event was solved by revision surgery on (B)(6) 2021. Current health status of patient is unknown.